Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed motor position encoder error alarm due to erased history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart alarm error, occlusionand excessive no delivery test due to motor error alarm. Unit receivedwith cracked case at display window corners. Unit recieved withscratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 198 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.